Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection identified a super capacitor leak on the main circuit board. The main circuit board required replacement to address the issue. The device was deemed beyond repair and scrapped per customer's request. Resmed reference#: pr (B)(4).